Event description:
An opthamalic surgeon reported that poor aspiration occurred during the irrigation/aspiration step of surgery. This step was prolonged as the aspiration pressure rose only a little. The problem was solved after replacing the product. The case was completed without harm or impact to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/20/2014. (B)(4).